Event description:
This is a non-us adverse event. The malfunction occurred in (B)(6). The consumer reported tampons stick to the inside of her vaginal wall and come apart during removal and pieces of

Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.